Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began treatment with vancomycin 1 gm loading dose intraperitoneally (ip), tazin 4.5 gm intravenous (IV) daily, and unizox 1 gm IV daily. On (B)(6) 2010, the patient developed peritonitis. Pd therapy was ongoing. It was unknown whether the peritonitis resolved.